Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr initially powered on the unit with no issue. The system was shut down and then attempted to be powered on via battery power, but the unit did not turn on. The unit was turned off and attempted to power back on via alternating current (ac) power, but the unit did not power up again. He attempted the other ccm port and the unit still did not power on. The fuse was checked and no issue was found. Another ccm was connected to the base and the ccm powered on normally indicating an issue with the initial ccm. The ccm was replaced. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) would not power on. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm would not power up the display. The fuse within the power cable was checked and there were no issues. The 24 volts direct current (vdc), 5 vdc, and 3.3 vdc were all measuring within specification and there did not appear to be any issues with the local area network / interface board (lan/if). The suspected issue was a faulty display, but the results were inconclusive. The service repair technician (srt) found the ccm to not power on. He opened the ccm to check for loose connections; none were found. The lan/if board has power, as the leds light up when powered on. The issue was determined to be caused by a defective display, but since the part is unavailable, no repair will be done at this time.